Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 400 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod and administered a insulin correction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.